Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, no unexpected battery out limit alarm, no blank display, no frozen screen and no low battery alert noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, slight corroded battery tube spring, corroded battery tube and minor scratches on display window noted. We were unable to confirm broken belt clip due to pump received without belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had failed battery test, battery out limit alarm, frozen and blank display. The customer's blood glucose level was unknown. Troubleshoot as conducted. The customer was advised the pump would be replaced and returned for analysis.